Event description:
The following was reported to arjohuntleigh by the nurse: on (B)(6) 2013, the bed was alarming. Upon inspection it was noted that three CPR plugs were only partially inserted which was allowing air to be released and causing the alarm. The top and bottom plug were easily re-inserted however the middle plug required more force to insert. While inserting the middle plug, the nurse's thumb twisted backwards causing an injury to the thumb. There is no further information available at this time. Since it is unknown whether the injury to the thumb was serious, arjohuntleigh is submitting this report as a caution.

Manufacturer narrative:
This report is being filed by the manufacturer arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site kinetic concepts, inc. As of (B)(4) 2012, complaints related to this product are to be handled by arjohuntleigh, inc. Additional information will be provided upon conclusion of the manufacturer investigation.